Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation:(fallopian tubes)tube were still blocked/perforation (fallopian tube (s)') and cyst ('cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystitis interstitial, fibroids, ovarian cyst, menorrhagia and uterine leiomyoma. Previously administered products included for contraception: iud from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("chronic, dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) (interpreted as hysterectomy(full), salpingectomy(bilateral)),ooph and cyst removal). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, cyst, migraine, vaginal haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, abdominal pain, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date previously it was reported 2011 and was updated to (B)(6) 2009. Received treatment for dysmenorrhea, dyspareunia, pelvic pain female, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and device migration. She did not claim that essure worsened a previously existing injury/condition. Reported in insertion details as 4 coils sticking out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, medical history added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation:(fallopian tubes)tube were still blocked/perforation (fallopian tube (s)') and cyst ('cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystitis interstitial, fibroids, ovarian cyst, menorrhagia and uterine leiomyoma. Previously administered products included for contraception: iud from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("chronic, dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) (interpreted as hysterectomy(full), salpingectomy(bilateral)),ooph and cyst removal). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, cyst, migraine, vaginal haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, abdominal pain, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date previously it was reported 2011 and was updated to (B)(6) 2009. Received treatment for dysmenorrhea, dyspareunia, pelvic pain female, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and device migration. She did not claim that essure worsened a previously existing injury/condition. Reported in insertion details as 4 coils sticking out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) migration. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation:(fallopian tubes)tube were still blocked') and cyst ('cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cystitis interstitial, fibroids and ovarian cyst. Previously administered products included for contraception: iud from (B)(6) 2007 to (B)(6) 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse )"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) (interpreted as hysterectomy(full), salpingectomy(bilateral)),ooph and cyst removal). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, cyst, migraine, vaginal haemorrhage and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, abdominal pain, pelvic pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date previously it was reported 2011 and was updated to apr-2009. Received treatment for dysmenorrhea, dyspareunia, pelvic pain female, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and device migration. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: previously reported event "injury nos" updated "dysmenorrhea", events- " dyspareunia, pelvic pain , apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia", lab data added. On (B)(6) 2019: pfs received: new events- "lower abdominal pain, cyst, fallopian tube perforation" lab test, medical history and reporter added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available for from our investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.